Manufacturer narrative:
H4: this is the manufacturing date for the potential lot number dr23b08048. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this potential lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: lot #: the nurse could not confirm the lot number but stated they "assume the lot number 10 dr23b08048 was used as this is their third incident and only had this lot number in stock". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system y-type blood/solution set leaked. During an ¿emergency¿ blood transfusion, the leak was observed ¿near the ports of the y-set¿. The leak was noted by the nurse and ¿not a lot escaped¿. Due to the emergent situation the transfusion could not be discontinued. Therefore, the nurse tightened the set, and the transfusion was restarted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.